Event description:
Additional information received reported the cause of the event was unknown. It was reported contact 5 had impedance of >10,000. It was reported, the patient was reprogrammed on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the when the patient tried to increase stimulation last night, even when the stimulation was at 10.5, the patient was not able to feel stimulation. It was noted that the patient tried a different group. It was noted that there was no known accident or incident related to the event. It was noted that the patient¿s status was unknown. It was further reported that the patient received assistance from their doctor or a manufacturer representative on (B)(6) 2014 and their concerns were resolved for the most part. They were unable to figure out why the stimulation suddenly stopped. The patient was lying down and noticed their stimulation needed to be increased since they didn¿t feel it. When they went to increase it was at 0. The patient tried changing different settings without results. A manufacturer representative was able to set up a new setting on ¿d¿. It was further reported that the impedances were within a normal range and reprogramming was completed. The cause of the issue was unknown and the patient had effective therapy after reprogramming. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3 7743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3887-33, lot# v003439, implanted: (B)(6) 2007, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6)2007, product type: lead. Product ID: 3887-33, lot# j0527187v, implanted: (B)(6)2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).